Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed. The lead was explanted and replaced for debulking reasons. No further information available.